Manufacturer narrative:
No bends or kinks were observed on the exposed portion of the soft cannula. Fluid was seen exiting the distal tip of the cannula. Download data showed no signs of struggle during device run. No damages or defects were found along the fluid path that would cause the device to leak. There were no tears or leaks found along the soft cannula during the leaks test. No other damages or defects were found on the device during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours. Patient saw that the adhesive was wet and then noticed that the pod's cannula was kinked/bent. As treatment for hyperglycemia, a manual injection of insulin was delivered.